Manufacturer narrative:
A1-a5: patient information was not provided. H11: livanova deutschland manufactures the electronic gas blender (egb). The event occurred in japan. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the electronic gas blender (egb) accuracy was outside the measurement range. The event was detected during maintenance inspection. There was no patient or user impact.